Event description:
It was reported via social media that the patient was not receiving pain relief. It was also noted that after a car accident, the patients incision was ripped open. The patient underwent an explant procedure. No further information could be obtained.